Manufacturer narrative:
(B)(4). Date sent 10/15/2024 d4 batch #500c37 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45t reload was returned unfired with the reload pan partially dislodged from the right proximal side. In addition, 5 double drivers missing and 1 single driver missing, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 500c37, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 9/24/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during respiratory surgery, when trying to install a new cartridge to replace to the new one, it did not fit into the main unit. The cartridge was checked, the yellow plastic part had come off and was pinched. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.